Event description:
We were unable to perform the complete novasure ablation. The generator showed an "array position" fault and we never reached the therapy cycle. We tried a second handpiece and cleared the "array position" cycle only to have a "vacuum seal" error show. The machine allowed us to proceed after a cervical seal check then we only had 50 seconds of the therapy cycle before the machine shut down and indicated a "vacuum seal" issue.